Event description:
A customer reported a hard drive failure occurred on the central station (cic), resulting in a loss of monitoring for 16 telemetry pts. There was no reported death or serious injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.